Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 137.0 cm from the hub. The 3max was stretched from approximately 109.0 cm from the hub to the location of the fracture. Conclusions: evaluation of the device revealed a fracture and stretching in the distal region of the 3max. These damages were likely a result of forcefully retracting the 3max catheter against resistance. The resistance experienced by the physician when retracting the 3max may have occurred due to the 3max becoming pinned against other catheters in the system or patient anatomy. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3max). It was reported that the patients anatomy was tortuous in the left ica siphon part. During the procedure, the physician placed another manufacturers guide catheter in the ica then coaxially advanced another manufacturers guide wire, the 3max and a penumbra system 5max ace reperfusion catheter (5max ace) into the guide catheter. After completing two passes using these devices in the adapt technique, the physician confirmed the patency of the left internal carotid cavernous route. During the third pass, the physician engaged the left internal carotid cavernous obstruction again and advanced the 3max in the left a1 segment of the anterior cerebral artery (aca) and the 5max ace to the target site while following the 3max. After aspirating the thrombus, the physician attempted to remove the 3max from the patients body; however resistance was encountered. The physician then forcefully pulled and removed the 3max against resistance. Consequently, the 3max tip fractured and remained in the patients left a1 toward the aortic arch (about 20cm). The physician stopped the procedure at this point. A computed tomography (CT) performed the day after the procedure, confirmed a dissection of the patients left a1. The fractured 3max remained in the false lumen and as of october 20th 2016, the physician hasnt decided when the broken 3max tip will be removed from the patient.